Manufacturer narrative:
E1: patient city: (B)(6) patient country: hong kong.

Event description:
Reference number (B)(4) event occurred in hong kong it was reported that the patient faced an event where infusion set was leaking at quick release or tubing on (B)(6)2024. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated has been evaluated has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The lot 5385691 in question was manufactured at the reynosa site). Complaint investigations. The reference samples for lot 5385691 were previously tested in (B)(4) on (B)(6) 2023. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test on reference samples, 10 samples out 10 samples passed the test. Functional leak test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set the lot 5385691 was manufactured according to the wi version 71 and packaging in the multivac 07 & 12, on 24/apr/2022, with a total of (B)(4) units. Assembly of quick set: the lot 5387329 was manufactured according to the wi 4905245 version 23 assembled in the quickset line, on 24/apr/2022, with a total of (B)(4) units. The lot 5387328 was manufactured according to the wi 4905245 version 23 assembled in the quickset line, on 24/feb/2022, with a total of (B)(4) units. The lot 5387330 was manufactured according to the wi 4905245 version 23 assembled in the quickset line, on 24/apr/2022, with a total of (B)(4) units. Gluing of quick set the lot 5387300 was manufactured according to the wi version 37 in the gluing of quick set machine mp05 & mp08 on 22/apr/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/apr/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5385691 and no other complaints have been registered in databse for the same lot 5385691 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.